Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed ECG falloff. The cause for the failure was isolated to an open orange (+5v) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A patient's electrode belt was returned for an unrelated problem. Upon investigation a reportable malfunction was found.